Manufacturer narrative:
(B)(4). Date sent: 6/3/2016. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: were there any staple formation issues noted in primary procedure? No. What was the cartridge selection for procedure? Gst green. Where on the staple line was the bleeding identified? The thickest part. What is the current patient status? Fine now, lost 1 liter of blood.

Event description:
It was reported that the doctor had performed a laparoscopic sleeve gastrectomy on (B)(6) 2016, using a gst60g reload with seam guard buttressing material along the thickest part of the stomach. On (B)(6) 2016 at 9:30 pm, the patient returned to the hospital complaining of blood loss from the incision site. One liter of blood was lost. The doctor didn't use blood products or a blood transfusion on the patient. The doctor over sewed the staple line where the patient was bleeding and discharged the patient.